Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, local infection / subacute chronic osteitis, infection, inflammation.